Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during intraocular lens (iol) implant procedure, while deploying the lens in sac it is observed that it is deteriorated in the optics with 2 lines, apparently perpendicular to haptic peripheral fractures, one of them partially composes the pupillary axis. The lens shifted. Additional information was received that, the procedure was completed without additional complications. Lens extraction was performed and replaced with a new one.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned adhered inside gauze tape. Optic can be seen to be cut. Unable to remove sample from gauze tape or conduct further evaluation testing due to condition of returned sample. The complainant indicates the use of non-company as a viscoelastic, which is not qualified for use with associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).